Manufacturer narrative:
The reported malfunction of "intermittently not powering up" was not replicated or confirmed. No evidence was found in the device activity logs and the battery involved was not received as part of this investigation. The reported malfunction of "poor pad contact" was attributed to a faulty integrated circuit on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Once powered on, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer declined repair of the device. The device was returned to the customer unrepaired, label "not certified for clinical use".